Event description:
On 12/01/07 the pt reported that she received the 09 (technical inspection due) error on her infusion device. She stated that she did not received the prior 8x alarms (88, 86, 84, 82) warning her that the infusion device would soon shut down. No physiological effects were reported. The pt has a backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.